Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the cassette used with the homechoice (hc) device. It was not reported during what therapy step the issue was noticed by the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.